Manufacturer narrative:
Device evaluation: the backup power source (bps) battery pack assembly was returned to medtronic¿s product analysis laboratory. A visual inspection of the component was performed and no anomalies were observed. An investigation was performed and the reported issue was confirmed. The root cause of the reported issue was isolated to wear/deterioration from the battery pack having exceeded its service life. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lights on the monitor were strobing during start up. The ventilator was not in use on a patient at the time of the reported event. A covidien service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the se replaced the battery. The se performed self-testing on the device and all tests passed.